Manufacturer narrative:
Clarification to serial number: (B)(4).

Event description:
The doctor reported left side rupture confirmed by CT scan. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening extended, crease fold, and underweight. A microscopic analysis was performed which identified one opening crease sharp on the posterior due to a fold flaw opening, wear abrasion, stress marks, and non-penetrating nick.

Event description:
The doctor reported left side rupture confirmed by CT scan. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture.

Event description:
The doctor reported left side rupture confirmed by CT scan. Device has been explanted.